Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after the implant, the patient was discharged to a long term care rehabilitation facility. The facility called with concerns of high estimated flows at 10-12 lpm and unspecified high pump powers. The patient's inr was 1.6. A decision was made to admit the patient to the hospital and bridge him with a heparin drip. Although there was concern for possible thrombosis with the power and flow elevations, the patient was reported to be clinically stable with no signs of heart failure, and no shortness of breath or hematuria and the patient felt fine. On (B)(6) 2015, the patient's lactate dehydrogenase level was 182 u/l and an echocardiogram revealed nothing abnormal. The pump flows and powers had returned to normal. The hospital staff felt that the pump bearings were "wearing in". The patient was stable and was discharged to home on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 23 days.the pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
The pump remains in use supporting the patient. Evaluation of the submitted system controller log file confirmed the report of elevated pump power and flow; however, a specific cause for these changes in pump parameters could not be determined. No notable pump speed reductions or atypical alarms were captured in the log file. The patient remains ongoing on vad support and no further events have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.